Event description:
I had a total right knee implant on (B)(6) 2012. It was bad from the beginning and never got better. It was the stryker triathlon knee implant (it had nothing to do with the shape match cutting guide which was recalled by the FDA in 2013). The stryker triathlon knee implant is a bad and dangerous product. It needs to be recalled and taken off the market. I had to have a total revision surgery on (B)(6) 2017 to remove the entire stryker triathlon implant because it totally failed. It ruined my life and caused me tremendous misery and the revision surgery could have cost me my life. This stryker triathlon implant did disabled me. It is a dangerous and bad product and should never be allowed to be used again.